Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 92% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device had rapid and early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: product performation information was received, analyzed, and the device was approaching elective replacement indicators. Concomitant products: 5594 implantable pacing lead (B)(6) 2006; 6948 implantable tachy lead (B)(6) 2006. (B)(4).

Event description:
It was reported that the device had rapid and early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.